Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient complained of not getting enough stimulation on the target area. Impedance check showed high impedances of the lead at the right side of the ipg. The patient underwent a revision wherein one lead was replaced due to a suspected malfunction. The patient was doing great postoperatively.

Event description:
A report was received that the patient complained of not getting enough stimulation on the target area. Impedance check showed high impedances of the lead at the right side of the ipg. The patient underwent a revision wherein one lead was replaced due to a suspected malfunction. The patient was doing great postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. X-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. It appears to be a result of fatigue. Electrical tests could not be performed due to broken cables. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.